Event description:
A 1.1 inr with protime system vs. 1.8 inr with unspecified lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.